Manufacturer narrative:
Thirteen open 32g x 4mm pen needle samples were returned from lot. No. 9085935, cat. No. 320141. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on ten samples. Due to the condition these samples were returned no clog testing could be carried out. A clog test was carried out on the remaining three samples and no issues were observed. A lot history review was carried out and no related non- conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that a needle clog occurred during use with a pn 32g x 4mm. The following information was provided by the initial reporter, "customer reported clogged needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a pn 32g x 4mm. The following information was provided by the initial reporter, "customer reported clogged needles."